Event description:
It was reported that the lead was positioned in an anterior vein and the patient did not respond to cardiac resynchronization therapy. An attempt to reposition the lead into the lateral vein was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.